Event description:
This case is cross referred to case: (B)(4) (cluster). This unsolicited case from united states was received on 16-aug-2016 from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and later after 1 day developed red, hot, painful and swollen knees. Patient's medical history included knee osteoarthritis, hypertension and hypothyroidism. Patient had no known drug allergy. Patient had received synvisc one in past from (B)(6) 2009 to (B)(6) 2016. Concomitant medications included olmesartan medoxomil (benicar), meloxicam (mobic) and levothyroxine sodium (synthroid). No concurrent condition was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, once (dose, batch/lot number and expiration date: not provided) bilaterally for knee osteoarthritis. On (B)(6) 2016, 1 day after receiving treatment with synvisc one, patient's knees were red, hot, painful and swollen. It was reported that the knees were not responsive to icing, nonsteroidal anti-inflammatory drugs (nsaids) and prednisone (20 mg). On (B)(6) 2016, patient received treatment with meloxicam (mobic) in addition and the events started to resolve. On (B)(6) 2016, patient was recovered from all events. Corrective treatment: icing, nonsteroidal anti-inflammatory drugs, prednisone and meloxicam outcome: recovered for all events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter's causality: not related for all events seriousness criteria: required intervention for all events pharmacovigilance comment: sanofi company comment dated 23-aug-2016: this case concerns a (B)(6) female patient who received bilateral knee injections of synvisc one and experienced localized erythema and warmth in knees. Based upon the nature of the events and positive temporal gap the causal role of product in occurrence of the events cannot be denied; however, patient's underlying osteoarthritis also may have played a role in the causation of the event. Also, occurrence of local reactions is generally observed and is not unexpected after visco-supplementation. The benefit/risk profile of synvisc one remains unaffected.

Event description:
This case is cross referred to case: (B)(6) (cluster). This unsolicited case from united states was received on 16-aug-2016 from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and later after 1 day developed red, hot, painful and swollen knees. Patient's medical history included knee osteoarthritis, hypertension and hypothyroidism. Patient had no known drug allergy. Patient had received synvisc one in past from (B)(6) 2009 to (B)(6) 2016. Concomitant medications included olmesartan medoxomil (benicar), meloxicam (mobic) and levothyroxine sodium (synthroid). No concurrent condition was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, once (dose, batch/lot number and expiration date: not provided) bilaterally for knee osteoarthritis. On (B)(6) 2016, 1 day after receiving treatment with synvisc one, patient's knees were red, hot, painful and swollen. It was reported that the knees were not responsive to icing, nonsteroidal anti-inflammatory drugs (nsaids) and prednisone (20 mg). On (B)(6) 2016, patient received treatment with meloxicam (mobic) in addition and the events started to resolve. On (B)(6) 2016, patient was recovered from all events. Corrective treatment: icing, nonsteroidal anti-inflammatory drugs, prednisone and meloxicam. Outcome: recovered for all events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter's causality: not related for all events. Seriousness criteria: required intervention for all events. Additional information was received on 25-aug-2016. The global ptc number with ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 25-aug-2016: the follow up information does not change previous case assessment. Sanofi company comment dated 23-aug-2016: this case concerns a (B)(6) female patient who received bilateral knee injections of synvisc one and experienced localized erythema and warmth in knees. Based upon the nature of the events and positive temporal gap the causal role of product in occurrence of the events cannot be denied; however, patient's underlying osteoarthritis also may have played a role in the causation of the event. Also, occurrence of local reactions is generally observed and is not unexpected after visco-supplementation. The benefit/risk profile of synvisc one remains unaffected.